Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 97791, lot# serial# unknown, product type: accessory. Product ID: 97791, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. Beginning sometime in (B)(6) 2017, the patient was only receiving stimulation in their ribs. There were no environmental/external/patient factors that may have led to the issue. The rep attempted to reprogram the electrodes without success. The patient would be returning to the clinic next week for an x-ray of the leads. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. The rep would obtain further information was from the healthcare professional (hcp) on (B)(6) 2017. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative. It was reported that the cause of the rib stimulation was undetermined. The patient was placed on high dose stimulation and reported better relief with the new programming. The rib stimulation was resolved. No further complications are anticipated. Additional information was received from the manufacturer representative on 2017-nov-20. It was reported that the patient had a lead revision on (B)(6) 2017. The physician was unable to position the leads so that the patient was received adequate stimulation. The ins and leads were explanted on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found insignificant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.